Event description:
A medtronic representative reported a site experiencing intermittent unresponsive behavior with their navigation system using cranial 2.2.6. This is reported to occur sometimes during and after the use of stealthmerge and after registration of a patient. Usually three exams are being merged. A re-boot of the system solves the issue. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement computer shipped (B)(6) 2013. Medtronic representative, following-up at the site, replaced computer to eliminate system freeze and camera connection issues. System checks fine. Performed a navigation system check-out, all areas passed.